Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to clogging of the nozzle, the air and water supply volumes did not meet the standard values. In addition to foreign objects found in the nozzle, the findings included the following: due to wear of the angle wire, the play of the up/down knob was out of the standard value; the adhesive on the bending section cover was chipped and had a crack, the adhesive on the bending section cover had a white-clouded area, switch button one had a scratch, the adhesive around the objective lens was peeled, the light guide lens had a crack, the adhesive around the lg lens was peeled; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the paint on the air/water cylinder was peeled, the protector of the universal on the control section side had a scratch, the image guide protector had a scratch, the forceps channel port was shaved, the universal cord had a scratch and was wrinkled, the suction cylinder was shaved, the plastic distal end cover had a scratch, and the connecting tube had a cut. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were air/water flow issues from the air/water flow system. While using the evis lucera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained inside the nozzle. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations to the air/water nozzle. It was confirmed that reprocessing was not implemented according to the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: b3/date of event: 30 november 2022. B5/event description: the customer reported to olympus that there were air/water flow issues (from the air/water flow system) while using the evis lucera colonovideoscope. The issue occurred during the diagnostic procedure (colonoscopy), and the procedure was completed with the same device. It was not known whether a delay occurred or if any other devices were involved with the procedure. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
The customer reported to olympus that there were air/water flow issues (from the air/water flow system) while using the evis lucera colonovideoscope. The issue occurred during the diagnostic procedure (colonoscopy), and the procedure was completed with the same device. It was not known whether a delay occurred or if any other devices were involved with the procedure. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign objects in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.